Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided and no relevant clinical information was received to assist in the evaluation. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the surgeon that the patient is possibly having a reaction to the implanted devices. No other patient information is available at this time. It was reported that the surgeon removed the suture that was provided with the device and replaced it with a different suture.